Event description:
The reported feedback suggests that the "channel select" and "channel off" buttons are not working.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 25may2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. One door assembly 8100 - part number 49000239, for an alaris® system pump - 8100, which was reported to have been removed from 8100tdxen933 serial number; (B)(4) by the customer was received for investigation. An external inspection was performed and no damage, defects or anomalies were identified. The door assembly was assembled onto a test pump module and during the initial testing it was confirmed that all the function keys (channel select, pause, channel off and start) on the door assembly were inoperable. This was diagnosed to be caused by a failure within the keypad construction. This investigation has confirmed the reported issue of the door assembly 8100 function keys being inoperable and has been attributed to a manufacturing issue. A review of previous customer advocacy feedback has identified a very low frequency of reports for this type of issue. The manufacturing facility has been made aware of this issue and bd will continue to monitor any future report of similar failures to identify and address any trend emerging.